Event description:
Boston scientific received information that approximately one month post implant the physician opted to perform a lead revision procedure due to increased threshold measurements for the right ventricular (rv) lead. It was noted that the lead impedance and sensing measurements were still good prior to the procedure. After opening the pocket and observing the rv lead under fluoroscopy imagining, a lead dislodgement was observed. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.